Event description:
It was reported the gastrointestinal videoscope exhibited dos throughout the screen and an inability to capture images. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Dots throughout the screen and an inability to capture images was found during inspection for use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to fluid in the scope connector. Olympus will continue to monitor field performance for this device. Updated fields: d9, h2, h3, h6. Corrected fields: b5, d6a - implant date null, d6b - explant date null, health effect - impact code(remove f26 code)